Manufacturer narrative:
(B)(4). Batch # m53h73. Additional information received, this issue occurred during retracting the firing trigger after firing. The staple line and cutting line were complete and ok. The broken pieces did not fell into patient and could be removed in total out of the surgery field. No further information is available. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an ileostomy/colon procedure, the firing trigger broke and it could be removed. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.